Event description:
Customer reported she was feeling a little while troubleshooting for calibration error. Customer was advised to check blood glucose and it was 46 mg/dl, treated with juice. Customer stated she was a brittle diabetic. Customer did not request for the device to be checked. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.